Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All edms devices are 100% tested at the time of manufacture. Literature article: clinical application of continuous lumbar csf drainage in cerebral hemorrhage qi b, feng xh, duan hb, cao zy, wu w, guo yb, cui dy, wang x, lu zz journal of apoplexy and nervous diseases (2012) vol 29, no. 8.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 100 patients had a treatment involving a lumbar drainage system. According to the article 65 patients experienced basal ganglia hemorrhage that ruptured into the ventricle. The article stated of those patients 10 experienced cerebellar hemorrhages that broke into ventricles. The article stated of 75 patients, 50 patients suffered from hematoma evacuation surgery or tube positioning drainage after invasive surgery, and 25 patients received direct lumbar cerebrospinal fluid drainage. Reportedly, 6 patients died due to a pulmonary infection. Six patients died due to renal failure. Two patients died due to liver failure, and four patients died due to intracranial bleeding and brain herniation during drainage. The article stated eleven patients had aggravated headaches during drainage. Six patients experienced nerve root damage symptoms due to spinal puncture. Reportedly, two patients experienced an intracranial infection, two patients experienced intracranial air, and two pediatric patients experienced cerebrospinal fluid leakage at puncture site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.